Event description:
It was reported that the patient's heart rate was in the 40's. The right ventricular lead had no capture and the lead impedance in bipolar was low. The lead had been programmed as unipolar sense and bipolar pace polarity. The lead was then reprogrammed to unipolar pace polarity and received an acceptable threshold measurement, although the patient did have some pocket stimulation when at five volts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.